Event description:
It was reported the patient experienced a mild infection at the lead incision site. Medication was prescribed and a washout of the lumbar incision was performed. The physician assessed the event to have a possible relationship to the procedure and device hardware.